Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available.without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a surgeon experienced an issue where the tm ardis inserter would not detach after inserting the cage. There was a 10-minute delay but no reported patient harm.

Event description:
It was reported that a surgeon experienced an issue where the tm ardis inserter would not detach after inserting the cage. There was a 10-minute delay but no reported patient harm.

Manufacturer narrative:
Corrections in d4: lot & UDI numbers, d9, and h3. Additional information in h4. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a surgeon experienced an issue where the tm ardis inserter would not detach after inserting the cage. There was a 10-minute delay but no reported patient harm.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues. An inspection of the part revealed no signs of damage. A functional inspection was performed with an ardis implant which revealed the inserter was able to connect to the implant and release as expected. This event likely cannot be attributed to manufacturing or design related issues. The complaint is unconfirmed for ardis inserter for the failure of jamming. A definitive root cause cannot be determined as the returned device was found to function as expected. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.